Event description:
A report was received that the patient was receiving inadequate coverage. The physician decided to explant the patient but during the procedure noticed blood and a fracture in the lead. The lead had been exhibiting high impedances. The physician explanted the lead and implanted a new lead. The patient was reportedly doing fine after the procedure.

Event description:
A report was received that the patient was receiving inadequate coverage. The physician decided to explant the patient but during the procedure noticed blood and a fracture in the lead. The lead had been exhibiting high impedances. The physician explanted the lead and implanted a new lead. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Explant date: (B)(4) 2011. A returned product analysis indicated that visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked, sutured sleeve location of the lead. The root cause can not be determined.